Event description:
(B)(6) healthcare received a complaint involving a walker from an end user, who reported that while using the walker, it "slid," causing her to fall. The end user stated that "with all the narcotics in her body, [she] shouldn't have to worry about the surfaces [she] walks on." She stated that to her knowledge "nothing on the unit is broken but left a skid mark on her floor." As a result of the fall, she hit the left side of her head and "ruptured her ear." Drive is currently investigating the incident, including attempting to retrieve the product to evaluate it.